Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component, cemented: cat #5515-f-601, lot #xyxk. Tri ts baseplate size 6: cat #5521-b-500, lot #zfsj. Triathlon symmetric x3 patella: cat #5550-g-339, lot #847y. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "this pt has never been pain free since the surgery and recovery process. He feels very unstable and has a difficult time with stairs. He can feel them wiggle while he walks. He is in significant pain."